Event description:
On (B)(6) 2010 patient reported experiencing an occlusion caused by a bent needle on her infusion set. Patient stated she removed the infusion set from her skin and noticed that the needle was bent. Patient reported she replaced the infusion set with one from a different lot number. No physiological effects were reported. The patient did not require medical assistance from a healthcare provider or second party to address the issue. Requested return of the alleged infusion set for evaluation.